Event description:
The customer reported the ventilator was not functioning via backup battery power while in use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log history indicated +-24/12 volt power failure occurences during operation. The manufacturers field service engineer confirmed the reported problem. The service engineer reported the battery would not charge. The service engineer replaced the backup battery to address the finding. Applicable final testing was performed and passed to operating specifications.